Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31g 6mm 3b tw 100ct benelux cap is difficult to attach during use. The following information was provided by the initial reporter: after using the pen needle on the insulin pen, you need to screw the safety cap on the needle to remove the needle from the pen. The customer has noticed that this does not work well: it takes more effort. It's about the screw part in the needle. Customer uses 2 different pens, this problem is the case with both pens. It does not happen with every needle, but (since a few months) in every box with quite a few needles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31 g 6 mm 3b tw 100 CT benelux cap is difficult to attach during use. The following information was provided by the initial reporter: after using the pen needle on the insulin pen, you need to screw the safety cap on the needle to remove the needle from the pen. The customer has noticed that this does not work well: it takes more effort. It's about the screw part in the needle. Customer uses 2 different pens, this problem is the case with both pens. It does not happen with every needle, but (since a few months) in every box with quite a few needles.